Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular output connector. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector. Analysis also noted the menu down arrow button was collapsed and the main printed circuit board (pcb) was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.